Event description:
It was reported that the pt is complaining about poor performance. He has been frustrated with a lack of progress over the past yr. Facial stimulation occurs at higher levels. A short circuit exists on channels 5 and 6. The clinic has attempted turning off both channels and leaving 1 of the channels on. At present, the pt claims that his current map has both channels 5 and 6 turned off.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.